Manufacturer narrative:
(B)(4). Per tandem¿s t:slim x2 g5 user guide: ¿do not use any other insulin with your system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Reportedly, the alarms were cleared and insulin delivery was resumed to address the event. Customer reported to have been using apidra insulin and recently switched insulin brands to novolog in an attempt to address the event. Blood glucose (bg) was "high" on the bg meter. Customer reverted to manual injections. Reportedly, customer had excessive thirst, was nauseous, was drowsy, and reported that "eye sight closes in". Tandem's technical support requested clarification and customer reiterated that "eye sight closes in". Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information was provided.